Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of a greater than 5 cm abdominal aortic aneurysm approx one month ago. Vessel morphology was reported as the aortic neck was 20 - 23 mm in diameter and 40 - 45 mm long. Vessel tortuosity and calcification were unremarkable. After the endurant bifurcated stent graft (ref MFR# 2953200-2011-01117) was placed, a suspected type iii endoleak, described as jetting, was seen right above the flow divider on the contralateral side of main body. Different image angles were made to try to determine the type of endoleak; a type I and type ii were ruled out. It may be a hole in the stent graft. The location of the leak was a hard place to intervene. An endurant cuff (ref MFR#2953200-2011-01118) was implanted proximally, and an endurant limb (ref MFR#2953200-2011-01119) was implanted up the contralateral side above the flow divider; the leak improved slightly but was still present. Two add'l iliac limbs, another MFR's, one on each side were then added to try to effectively move up the flow divider from the original flow divider of the endurant main body. The original leak was still present and the aaa and ima could be seen filling. No further intervention was performed. No add'l clinical sequelae were reported and the pt is fine. Films for this case were reviewed internally. Review of returned films post-implant of the bifurcate stent graft showed a likely type IV jetting endoleak seen on the right side of the aortic body above the flow-divider. However the possible type iii fabric could not be ruled out.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (the cause of the unk endoleak could not be determined). Eval, conclusion: (the cause of the unk endoleak could not be determined).